Event description:
Information received from the field does not address the patient's clinical status but notes that the device exhibited dashes (---) for parameter values. An attempt to reset the microprocessor was unsuccessful thereby preventing a successful download. The measured battery data showed a high current drain of 71ua with moderate settings of 2.5v in both chambers.